Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a patient that has been cooling on the arctic sun device for a little while. Screen was suddenly black and says, reboot and select proper boot media. Nurse confirmed they have tried rebooting the device and the screen was still showing the same message. Informed nurse to send the device to biomed and swap to a new device. Explained there was no way to empty the pads, when they disconnect the pads from the fluid delivery line (fdl) they might want to do this over a basin or trash can. Per follow up information received via task on (B)(6) 2026, transferred to the biomed who confirmed receipt of device. They will need a new control panel but wanted to know if this would be covered under the field action 113 (reduced water temperature control) recall.